Manufacturer narrative:
The device has not been returned for evaluation. Inquiries have been sent out regarding the status of the return of the device; however, no correspondence has been received. Once the device is returned and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that glue was seen leaking from the apollo microcatheter during the procedure. The patient was undergoing embolization of an arteriovenous malformation (avm). The apollo and ancillary devices were prepared as indicated in the instructions for use (IFU). No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The micro catheter was used during an embolization procedure to treat an avm (arteriovenous malformation). The micro catheter has not been returned for analysis and the reason for not returning was not provided. In addition, images (relevant to the complaint) were not returned for analysis. Based on the reported information, the customer¿s report of ¿catheter leak¿ could not be confirmed and the cause could not be determined. Additional information including damage (rupture/hole) to the micro catheter could not be provided by the customer. The results of the catheter burst testing was reviewed and found to be within the expected and established specifications. In addition, all products are 100% inspected for damages and irregularities during manufacture; therefore, manufacturing has been ruled out as a potential cause. As noted in the IFU (instructions for use) of the device: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse. Verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrit y is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo micro catheter was returned for analysis. The surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at approximately 7.3cm and 6.4cm from the distal tip. The apollo micro catheter was pressurized with water and found non-patent. Investigation of this event is still ongoing; a follow-up MDR will be submitted when investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The report of apollo catheter leak was confirmed. The rupture appears to have occurred as a result of over-pressurization. However, the embolic residue found with the apollo does not appear to be consistent with glue type liquid embolic material, such as cyanoacrylates. Therefore, the root cause for the over-pre ssurization could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damaged and irregularities during manufacture. As noted in the apollo IFU (instructions for use): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ in addition, the IFU states: ¿if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.